Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs provided. Bd received six insyte autoguard 22ga units inside sealed packages from lot 9084502. All components within were intact. The photos submitted for evaluation displayed similarities to that of the returned units through the visual examination two of the six units received revealed particles present. A black speck was freely flowing inside the sealed package. Two small specks of black media were embedded into the clear film of the package and one of the six units received revealed stress marks on the barrel of the unit. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process, a burnt resin from the film manufacturing process. Stress marks on the barrel can be caused when the barrel is exposed to excessive force during the molding or manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 5 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm got mixed.